Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per sales rep, a hip revision due to disassociation of a c-taper alumina ceramic head from an accolade ii hip stem.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
Per sales rep, a hip revision due to disassociation of a c-taper alumina ceramic head from an accolade ii hip stem.